Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The mfg investigation revealed the device had a partially broken blade. The visual specification investigation shows the device is almost 20 yrs old. The remaining blade does fully meet specifications. Device broke due to long term use and mechanical overloading. It is concluded there was no mfg related fault.

Event description:
It was reported that during an osteotomy of acetabulum, the surgeon was using the osteotome and it cracked in half. Pieces were retrieved, another instrument was selected, and there was no effect to the pt.